Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and battery last for only one to two weeks. Customer also stated that battery cap was broken and they were getting repeated calibration requests and insulin flow blocked alert. No harm requiring medical intervention was reported. Troubleshooting was not performed.

Manufacturer narrative:
Retainer black. . Customer returned the insulin pump for alleged recurring insulin flow blocked alarms, diminished battery life, broken battery cap, and repeated calibration request found on (B)(6) 2022. The insulin pump was received without a battery cap and passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08675 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals there were not any no delivery (insulin flow blocked) alarms found and on (B)(6) 2022 there were four (4) failed battery test (battery failed) alarms. No excessive or unusual power/battery related alarms noted in the history files. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the transmitter and test plug. The insulin pump was monitored for two (2) days while connected to the test transmitter and test plug. No unexpected or excessive calibration request or other sensor related errors noted. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, end cap address label faded, and pillowing keypad overlay. Battery cap damage is unknown due to the insulin pump was received without a battery cap. Diminished battery life and insulin flow blocked alarms are not confirmed. No unexpected power/battery alarms or insulin flow blocked alarms during testing. No insulin flow blacked alarms or excessive power/battery alarms found in the downloaded history files. The insulin pump passed all functional testing. Battery cap damage is unknown due to the insulin pump was received without a battery cap. Excessive sensor calibration request is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.